Event description:
No further event information available at the time of this report.

Manufacturer narrative:
A visual inspection was completed on the returned (B)(4) vendor lot 350632. Visual inspection of the returned drill confirmed drill fracture. The device appears to been bent at the breaking point. The complaint is confirmed. A determination cannot be made as to what caused the fracture. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Device(s) is/are used for treatment. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source foreign - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the drill tip was fractured when the surgeon attempted to drill a pilot hole during a procedure to repair a zygomatic fracture.